Event description:
The patient experienced a shocking/jolting sensation. The painful stimulation was happening randomly when sitting or lying down. This started 3 weeks ago and has happened about 5 times. She turned the stimulation off and stopped using the therapy. She could not remember where the painful stimulation was felt at. X-rays were done and were okay. The group impedances were taken and were okay. Electrode impedances were taken at 0.7v and 1.5v and were also okay. Stimulation as turned back on today at her appointment with no jolts and has been on for about 20-30mins. There have been no falls or accidents and no weight changes. Impedances, electrode and group, were rechecked at 3v lying down. Both were fine: 967 ohms 4.969 and 786 ohms 7.415. Palpating the ins and system caused no change in stimulation at her appointment today. The company representative reported on (B)(4) 2013 that the cause was unknown. Everything looked good with no issues spotted. Just the impedance checks and x-rays were done. So far the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).